Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously elevated thyroid-stimulating hormone (tsh) results, above the normal reference range, generated by the unicel dxi 800 access immunoassay system for two patients. Subsequent testing produced results within the normal the normal reference range for both patients. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Tsh qc was within the customer's established ranges prior to and after the event. A routine system check performed on (B)(4) 2010 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse performed a special clean and system check; both passed without any errors. The fse noted that qc was within the customer's established ranges. A definitive root cause has not been determined to date for this event.